Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, upon interrogation elevated thresholds were noted. A fluoroscopy was performed the following day, confirmed dislodgement. A repositioning procedure failed, the right ventricular lead helix would not retract. The lead was explanted and replaced successfully. The patient did not experience any adverse consequence. The patient would continue to be monitored with regular follow ups.